Event description:
It was reported that the patient complained of pocket pressure in the months following a pacemaker to bi-ventricular defibrillator change out. The device was also noted to be pre-erosion. The physician determined that a pocket revision was needed. The defibrillator was replaced with a bi-ventricular pacemaker due to patient's age, co-morbities, and thin size. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pud231623h the device was returned and analyzed. No anomalies were found.